Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5521-b-600 tri ts baseplate size 6; lot# toa7ra. Cat# 5512-f-501 tri ts femur sz5 left; lot# syh4v. Cat# 5560-s-209 tri cemented stem 9mmx100mm; lot# 1777422j qty. 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left knee. Pt. Presented with an infected knee following a prior revision. Dr. Performed an extensive washout of the surgical site and swapped the insert. All other components were left in situ at this time. No complaints filed against the components themselves, and no further information available.